Manufacturer narrative:
The monopolar curved scissors instrument has been returned and evaluated by the failure analysis team. Failure analysis investigation was performed and visual inspection of the distal end found one of the blade tips to exhibit signs of melting. The melted tip is indicative of arcing. The other blade does not exhibit any physical or thermal damage. The damaged blade remained in one piece; no piece was missing. The root cause for the blade damage is typically attributed to mishandling and misuse. The monopolar curved scissors part# 470179-19 / lot/serial# (B)(4) was last used on (B)(6) 2022 on system (B)(4) with 1 use remaining. This complaint is a reportable malfunction due to the following conclusion: failure analysis confirmed evidence of thermal damage to the tip. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during central processing, the monopolar curved scissors instrument had a damaged tip. No patient involvement. Three attempts have been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.